Event description:
It was reported during a right sided wpw ablation, the physician noted the irrigation tube on a therapy cool flex catheter was broken. The physician used another catheter to complete the procedure, with no consequences to the pt. Add'l info was requested and is unavailable at this time.

Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors or environmental factors.